Event description:
It was reported that the patient¿s device turned off when the patient was in a data center. It was noted that before the patient went into the data center the device was on and after he felt like the device was off and he checked it with his programmer and the stimulation was off. It was noted that this had not happened again. It was noted that the patient checked the device 2 or 3 times a day and it was always on.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0992z, implanted: (B)(6) 2013, product type lead. (B)(4).